Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated two target lesions. Target lesion one was a 3.0x18mm, 80% stenosis of the lmca (left main coronary artery). Treatment consisted of pre-dilation and placement of a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a 2.6x5mm, 70% stenosis of the om1 (1st obtuse marginal). Treatment consisted of direct stenting with a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The patient returned in (B)(6) 2011 with an abnormal nuclear scan and cardiac catheterization was performed and showed stenosis within the stent, reintervention was not recommended at that time. In april 2011 the patient presented with complaints of chest tightness and ECG showed undetermined bradycardia, e-rsr (v1), non diagnostic, non specific t abnormality. The lmca was found to have 99% in-stent restenosis noted as a total occlusion. The lmca was treated with placement of two non-bsc stents (a 2.5x28mm in the circumflex and a 2.5x28mm in the lmca). The event was resolved without residual effects one day post reintervention and the patient was discharged.

Event description:
Same case as MFR report #: 2134265-2012-01451. It was further reported that the index procedure study stents in the lmca and om1 were overlapping. In (B)(6) 2011 angiography showed stenosis within the stent which was felt not to be amenable to re-stenting and the patient was treated medically.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).